Event description:
During the removal of the guide wire from the patient the tip of the guide wire became separated and remained inside the patient's vessel. The physician inserted the guide wire into the patient's coronary artery. The physician inserted a guiding catheter and performed intervention on the patient's artery. The physician attempted to remove the guide catheter and the guide wire and felt large resistance when removing the guide wire and the distal tip of the guide wire became lodged into the patient's artery. The physician attempted to remove the guide wire and the distal tip became separated and remains inside the patient's artery. The physician attempted to snare the separated tip segment from the patient, however was unsuccessful. The patient is reported to be fine.